Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the polyethylene glycol (peg) of a 6f/7f mynxgrip vascular closure device (vcd) did not come out of the sheath. Hemostasis was achieved with manual compression for approximately 30 minutes. There was no reported patient injury. The stopcock of the introducer sheath was opened prior to shuttle down. There was no significant resistance during shuttle down, no excessive force applied during shuttle down, no unusual force applied during sheath retraction, and no kinks were observed in the sheath or device after removal. The event did not result in a prolonged hospitalization. The deployer was certified in mynx use. A 6f, 10 cm non-cordis sheath introducer was used. The femoral vessel¿s suitability was verified on angiography, including appropriate sheath insertion angle assessment. The device was used in the common femoral artery, and the vessel diameter was confirmed to be at least 5 mm. There was no vessel tortuosity; however, moderate calcification was present in the vicinity of the puncture site. The device storage temperature did not exceed 25°c. The device will not be returned for evaluation at this time.